Event description:
Pt progressed to complete +2. After pushing for 2 hours, mityvac was applied x1; however, it detached and was not used again. Head had moved down to a plus 3 station. Pt had a spontaneous delivery with mild shoulder dystocia which was relieved with mcroberts maneuver. Total application time of mityvac was approximately 30 seconds. Device was evaluated for proper operation and use and determination was made that device was not related to incident, and no prior report was filed.